Manufacturer narrative:
Upon investigation of the actual device used in this incident no malfunction was found, the device was in an operational state and no longer displayed a black screen. The customer requested a root cause investigation; the investigation is in progress. A supplemental report will be submitted once the process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen at the beginning of a procedure. No other information was provided about the affected procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, b5, d1, d4, d5, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2021 to 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed a black screen at the beginning of a procedure. A technical support specialist dialed in to the station and found that the station was not on black screen anymore. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen at the beginning of a procedure. The user attempted to reboot the device, but the black screen came back after the reboot. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that after operating system updates were installed and the device rebooted, the issue was resolved. The system functioned as intended.